Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The medical team reported that they believed the reported event to be possibly related to the device. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical study database that this patient presented to the hospital on (B)(6) 2016 with fever and complaints of hallucinations during previous night. Computed tomography (CT) scan performed revealed possible development of erythema at the subxiphoid aspect of her midline wound. The patient underwent consult/surgery to remove purulent material from abscess and wound vac was placed. Wound cultures taken during surgery came back positive for (B)(6). Intravenous antibiotics, vancomycin (1,500 mg/150 ml x 2) and zosyn (3.375 grams), were administered. The patient was managed during the remainder of hospital stay and discharged on (B)(6) 2016. The event was considered resolved on this day. The medical team reported that the event was possibly related to the lvad device. No further information was provided.